Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 07/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that three months and nineteen days post a port placement via the right internal jugular vein, the patient was primarily diagnosed with neutropenic fever and thrombosis. It was further reported that the patient was allegedly diagnosed with bacteremia and the blood culture test resulted positive for gram-negative escherichia coli bacterial infection. It was further reported that the patient allegedly developed with sepsis secondary to gram-negative escherichia coli bacteremia and had septic shock as a result of the defective infected port. Reportedly, the infected port was removed completely without any complications. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that three months and nineteen days post a port placement via the right internal jugular vein, the patient was primarily diagnosed with neutropenic fever and thrombosis. It was further reported that the patient was allegedly diagnosed with bacteremia and the blood culture test resulted positive for gram-negative escherichia coli bacterial infection. It was further reported that the patient allegedly developed with sepsis secondary to gram-negative escherichia coli bacteremia and had septic shock as a result of the defective infected port. Reportedly, the infected port was removed completely without any complications. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, a patient underwent port placement through the right internal jugular vein approach, a bard powerport implantable port was placed in a patient. Three months and nineteen days post a port placement the patient was primarily diagnosed with neutropenic fever. It was further reported that the patient was allegedly diagnosed with bacteremia and the blood culture test resulted positive for gram-negative escherichia coli bacterial infection. It was further reported that the patient allegedly developed with sepsis secondary to gram-negative escherichia coli bacteremia and had septic shock as a result of the defective infected port. Four days later the patient underwent removal of the infected port. Reportedly, the infected port was removed completely without any complications. The current status of the patient is unknown. Therefore, it can be confirmed that the patient experienced infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.